Event description:
The customer stated a vrtx error occurred two times on the axsym analyzer while running pt samples. The customer had upgraded to axsym system software version 6.1 the week prior in an effort to resolve the vrtx error. Drugs of abuse (doa)/ toxicology assay disk version 8.0 was in use. The customer had edited the cutoff for amphetamines after installation of the doa disk. The customer was instructed to cycle power and reset the processing unit, and reminded to cycle power regularly. The issue was resolved. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.